Manufacturer narrative:
Section d7, h8: additional information.

Manufacturer narrative:
A direct correlation between heartmate ii lvas and the reported elevated ldh could not conclusively be established through this evaluation. Additionally, analysis of the log files provided by the account confirmed elevations in pump power and estimated flow; however a specific cause could not be determined through this evaluation. No atypical alarms were captured and the pump operated above the low speed limit for the duration of the log files. The log files appeared to show the system operating as intended. The patient presented with elevations of power and flow and concerns about pi events. The patient had elevated ldh measuring 1200. The patient remains ongoing on vad support and no further issues have been reported. The hmii lvas IFU lists hemolysis as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system and provides details regarding the recommended anticoagulation therapy and inr range. The hmii lvas IFU explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. This document also describes how pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling.

Manufacturer narrative:
Manufacturer's investigation conclusion: the report of suspected thrombus was confirmed during the evaluation of the hm2 lvad. Examination of the pump blood contacting surfaces found a denatured ring of tissue-like thrombus adhered to the inlet bearing and bearing cup. The tissue showed laminated layering, indicating that the ring formed over an undetermined period of time. The observed thrombus could have contributed to the reported increase in ldh and elevations of pump power. Additionally, analysis of the log files provided by the account confirmed elevations in pump power and estimated flow; however a correlation between the elevations and the thrombus could not be determined through this evaluation. A low flow alarm was noted within the log files due to the estimated flow calculated below the low flow threshold of 2.5 lpm. No atypical alarms were captured and the pump operated above the low speed limit for the duration of the log files. The log files appeared to show the system operating as intended. The evaluation could not determine the cause of the thrombus. The patient underwent a heart transplant on (B)(6) 2019. Upon removal of the observed deposition, the device was cleaned. The pump's bearings, rotor, and blood-contacting surfaces were then examined under a microscope and no anomalies were observed. Electrical continuity testing of the driveline revealed no discontinuities or shorts. The pump was reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information was received indicating that the patient had pi events due to the positioning of pump and the elevated lactate dehydrogenase (ldh). The elevated ldh was treated with heparin and cangrelor. On (B)(6) 2019, the patient underwent a heart transplant. No additional information was provided.

Manufacturer narrative:
Approximate age of device - 2 months. The patient remains ongoing with the lvad device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that the patient was in clinic with shortness of breath, 10 pi events with history of ldh 700-900 (u/l). On (B)(6) 2018 it was reported that the patient had ¿bad ai¿ (aortic insufficiency) moving toward txp (transplant) and managing diuretics. On 04dec2018 another log file was submitted for review, manufacturer's technical service noted during the analysis of the log file observed the power and flow have come down to baseline readings. The data showed 237 pi events that were occurring in approximately 8 hours. No further information provided.